Event description:
Patient was experiencing "strange signs" which promoted customer to test the patient's blood glucose. Customer received high readings on the patient from the freestyle meter. As a result of the high readings, patient was taken to the hospital. The physician did not find anything wrong with the pt and gave them another freestyle meter to use solely on the pt. In 2002 the pt was readmitted to the hospital due to high blood glucose results received from the freestyle meter, however pt did not show signs of diabetes. The hospital performed a comparision test of the freestyle meter in 30 minute increments whcih gave results of 124, 340, 165, 224, and 115 mg/dl which are all greater than 2o% difference.